Event description:
Pt with diabetes and chest pain presented for stent placement to the circumflex artery. A 5.0 x 13mm bare-metal ultra stent was deployed across the target mid lesion for 30 seconds to approximately 24 atmospheres. This particular focal lesion appeared to be heavily calcified, necessitating very high pressure for reasonable dilatation and stent deployment. Subsequently, significant difficulty was met in removing this delivery balloon catheter out of the stent, possibly due to its bulky size. With some maneuvering and further aspiration of the air with a large 60 cc syringe, this bulky balloon was eventually removed out of the coronary. Followup angiography was performed. There appeared to be minor wire injury in the very small distal tertiary vessel, resulting in small focal dye staining, but without frank extravasation of contrast dye.what was the original intended procedure?angiography with stent placement to circumflex coronary artery.